Manufacturer narrative:
As the lens remains implanted, it is not available for evaluation. The investigation is on-going.

Event description:
It was reported that seven years after implantation of an intraocular lens (iol) into the eye, the patient complained of low visual acuity during a routine eye exam. The surgeon concluded the iol exhibited opacification on the anterior surface of the lens. The surgeon indicated that the patient has not received any treatment for the event, but a lens exchange will be planned at a later date. Though requested, no further information has been provided by the reporting facility.

Manufacturer narrative:
As the lens remains implanted it is not available for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. No similar events have been reported for this product lot to date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
Additional information received indicating a yttrium-aluminum garnet (yag) laser was performed in the left eye (os) approximately seven years after implant, but with no success. The surgeon is planning to explant the lens in (B)(6) 2021.